Event description:
The reporter stated the surgeon inserted a cq2015a aspheric collamer three piece lens, but the lens tore. The lens was removed with no patient injury. The reporter stated the lens was discarded by the facility.

Manufacturer narrative:
Conclusion - (other): a multi-functional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.